Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found; the full lead was returned and analyzed.

Event description:
It was reported that during the implant attempt, there was positioning/fixation difficulty. The stylet could not be advanced even though there was no visible kink present. The lead was not implanted. There were no patient complications reported as a result of this event.